Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the arm on (B)(6) 2024 . Product was provided for investigation. An external visual inspection was performed and failed due to sensor wire detached. An applicator deployment was not found within the investigation window. The allegation was not confirmed. However, detached or missing sensor wire was found in connection to the reported allegation. The probable cause of the detached or missing sensor wire could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).